Manufacturer narrative:
Device was used for treatment, not diagnosis. Weight and ethnicity and race were not provided for reporting. This report is for (neutrogena light therapy acne mask ap 26202031b 0026202031apb). Device is not distributed in the united states but is similar to device marketed in the USA (ntg light therapy acne mask kit USA 70501101247 7050110124usa). UDI #: (B)(4), upc: 26202031b, lot # ni, expiration date: ni. Device is not expected to be returned for manufacturer review/investigation device is not distributed in the united states but is similar to device marketed in the USA (ntg light therapy acne mask kit USA 70501101247). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. At this time, this event is being reported with an overabundance of caution. There is no indication that neutrogena light therapy mask may induce papilledema. Although the consumer mentioned developing ¿eye issues¿ when she started using the product, the actual time to onset of the events and product use is not clear to establish a temporal relationship between the event and the product. Furthermore, there are no details on the age of the consumer, medical history, accompanying signs and symptoms, progression of the condition/ vision issues, results of diagnostics done and the treatment. There are several causes of increased intracranial pressure that may lead to papilledema and there is insufficient information to indicate a device relationship. Although permanent loss of vision is a common consequence of papilledema, insufficient information is available to conclude whether there is already impairment in vision. The neutrogena light therapy acne mask and activator were voluntarily withdrawn from the market at the distributor and retail level (reference market withdrawal: neutrogena light therapy acne mask, report number: 2214133-04/24/2019-001-r res# 83291). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial report was received from a female consumer of unknown age who started using neutrogena light therapy acne mask on an unspecified date, a year ago, to reduce acne breakouts and reduce scarring. The consumer used the mask once every couple of days for an unspecified time, frequency, and duration. The consumer reported having ¿eye issues¿ for almost a year which started at around the time she was using the ntg light therapy acne mask. According to the consumer she had ER visits and she saw a specialist and she was eventually diagnosed with papilledema. There is no information on the dates of the actual use of neutrogena light therapy acne mask and the onset of the condition and accompanying signs and symptoms. Although the consumer reported consultations with health care professionals, there are no details on the findings, laboratory or examinations done with treatment. At the time of reporting, the consumer mentioned that she was taking acetazolamide (diamox) 4 times per day but there is no information on the specific dosage and indication. There is also no information on the medical history including any pre-existing illnesses or concomitant medications being taken. At the time review, the consumer mentioned that the unspecified symptoms were still present.